Event description:
After additional review, it was noted that the patient experienced a severe amount of pain since (B)(6) 2011; stated ¿the pump never worked right¿it was making my leg numb instead of my back.

Event description:
Additional information received further noted that the catheter broke off and had been that way for a while. It was indicated that x-ray confirmed that during the pump study, no spinal fluid was retrieved at the catheter access port (cap). It was stated that the catheter tubing was in the front of the patient's body on the left side, which was where her pump was. It was reported that the patient did not have a fall and the cause of the event was unknown. Both the pump and catheter were replaced. The patient's outcome was reported as no injury.

Event description:
It was reported that the patient had a change in therapeutic effect, and the catheter was found to be dislodged/migrated. The patient was 'bed-ridden and in pain,' and had been to the ER three times in the month leading up to the report date. A "pump study" was done on (B)(6) 2012, which found that the catheter was out of the intrathecal space. Reporter stated that they "can't find" the catheter so they think it may be coiled behind the pump. The medications in the pump were hydromorphone, clonidine, and bupivacaine. No patient outcome or status was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8703w, lot# l48278, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l48278, explanted: 2012 (B)(6), product type catheter. (B)(4).